Event description:
It was reported by the risk manager that the catheter was inserted in the left radial artery of the pt. During removal, they noticed the catheter had separated and about a 2-inch piece was retained in the pt. A tourniquet was applied immediately to try and prevent migration. Two x-rays were performed to locate the retained piece. A surgical procedure was performed using a balloon catheter that was inserted and inflated which allowed the physician to pull the piece from the pt. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.